Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from september 14, 2012 to september 17, 2012. Evaluation summary: visual inspection was performed and did not identify any evidence of a ruptured bladder. A functional test was then performed in which the bladder was refilled with colored water; again no evidence of a ruptured bladder was found during or after filling. The reported condition was not identified during product evaluation; however, an unrelated failure was found which will be captured and reported in (B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a basal/bolus infusor ruptured. This occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.